Event description:
Thermistor damaged or out of spec; it was reported that blood temperature measurement value was measured as 39.5 degrees centigrade, which was higher than expected. Another polygraph cable was used but problem was not solved. Another catheter was used and problem was sovled. There were no patient complications.

Event description:
The customer called to report that the time and basal rates on the insulin pump were being changed by someone. The customer's blood glucose reading was 405 mg/dl at the time of the call. The customer was experiencing nausea, headache and difficulty breathing. The paramedics were called to the customer's home. The customer later called with a blood glucose reading of 600 mg/dl. The paramedics were called once again for assistance. Nothing further was reported.

Manufacturer narrative:
Customer report was not confirmed. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. Thermistor circuit was continuous. No visible damage to catheter body. Thermistor connector was opened with no visible inconsistencies. Thermistor read 37.2 degrees c in a 37.1 degrees c water bath.